Event description:
The customer reported via phone call that the insulin pump alarmed button error, had scrolling numbers, and had an unresponsive keypad. The customer's blood glucose was 80 mg/dl. The customer stated that the up button did not work. She went to enter the carbohydrates count, pressed the up button, and saw the numbers kept going. She removed and reinserted the battery, and the insulin pump alarmed failed battery test. She replaced the battery with a new one afterward, the device starting counting numbers up, then alarmed battery out limit. She reset the insulin pump, and as she was entering the time and date, the keypad numbers kept going up. The customer did not observe any significant events leading to the keypad issues. The customer was advised to discontinue use of the insulin pump and revert to a back-up plan. The customer was advised to replace the insulin pump and agreed to return the device for analysis.

Manufacturer narrative:
The insulin pump received with a button error alarm and intermittent up arrow button response due to corroded keypad traces. No unexpected numbers scrolling or ramping was observed during testing. The insulin pump was received with normal operating currents. The insulin pump was monitored for several days, and no battery out limit or failed battery test alarms occurred during testing. The insulin pump was also received with a cracked reservoir tube lip, minor scratched liquid crystal display window, and scratched reservoir tube window.